Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this right atrial (ra) lead was being repositioned but the helix would not come out so the physician chose to explant the lead. This lead was successfully replaced. No additional adverse patient effects were reported.